Event description:
Scrub person noted the covering on the bovie tip had broken. It was thought that when the tip was removed from the pencil, the cover piece broke into two pieces. This bovie tip was removed from the field and given to a manager. No harm reached the patient.